Manufacturer narrative:
Current information is insufficient to permit conclusions as to the cause of the events. Event details and product identification was not provided for the patients mentioned in the journal article. The following could not be completed with the limited information provided. Date of event - unknown. Device code - unknown. Expiration date - unknown. Date implanted - unknown. Date explanted - unknown. (B)(6) PMA/510(k) number. Manufacture date ¿ unknown. Event is being reported to FDA on one medwatch as the limited information available indicates that a revision procedure occurred.  Should additional information be received regarding the revision procedure, the complaint will be reassessed and further medwatch reports will be submitted, if necessary.

Event description:
Information was received based on a review of the journal article, "optimal usage of unicompartmental knee arthroplasty - a study of 41,986 cases from the national joint registry for england and wales". The aim of this study was to determine the optimal uka usage to minimise the rate of revision. This study involved 552,015 cases performed between january 2003 and august 2012. A total of 8820 cases were excluded as they were not tka or uka or no operation was specified. The article reported 2087 revision procedures and 1457 patient deaths due to unknown reasons. In conclusion, this study has shown that surgeons who use uka for a small proportion of their cases tend to have high revision rates.

Manufacturer narrative:
Zimmer biomet complaint: (B)(4). This report is being submitted late as it has been identified in remediation. This follow-up report is being submitted to relay additional information. The following sections were updated: added brand name. Added health professional. Added method, results, and conclusion codes. Added additional manufacturer narrative. Reported event was unable to be confirmed due to limited information received from the customer. Device history record (DHR) and complaint history review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. . If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.